Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose was 497 mg/dl with nausea, polyuria, polydypsia, and difficulty waking up. A battery life issue was reported. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported the battery life issue occurred with 3 separate appropriate batteries from 2 different packs and there was no damage to the battery compartment or battery cap. This complaint is being reported because alleged hyperglycemia was attributed to a battery life issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.